Event description:
The patient reported they had an MRI on (B)(6) 2014 because their health care provider (hcp) thinks they have a fracture in their back. They go back to their hcp¿s office on (B)(6) 2014, to determine the results of the MRI. The patient also noted thy had a transient ischemic attack (tia) on (B)(6) 2014 which caused them to fall on the floor and as a result they are experiencing really bad muscle cramps and really bad pain in the middle of their back. They didn¿t notice this until 2-3 days after the event because they were in the hospital and taking pain medications. The patient noted that if it wasn¿t seizures or tia then it was back issues and problems they were dealing with.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 7754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the issue was a transient ischemic attack or syncope episode. The patient fell. The patient met with a manufacturer representative on (B)(6) 2014. The patient was reprogrammed. The patient recovered without permanent impairment.